Event description:
It was reported by the patient that the cannula retracted, indicating a needle mechanism failure. The patient also reported that the pod displayed a message stating that the cannula was not inserted and to replace the pod. No impact to the patient's blood glucose level was reported. The pod was worn for less than an hour. Treatment details were not provided. The device was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.2, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.